Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 31-jan-2021 and the procedure date was reported as 06-jul-2021 which is approximately 22 weeks post expiration. It should be noted that the electronic proglide instructions for use, in the graphical symbols for medical device labeling section indicates the use by symbol which is next to the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous coronary intervention interventional procedure. Reportedly, the knot could not be lowered with both devices. Manual arterial compression was applied to achieve hemostasis. Protamine was given to reverse the heparin. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.